Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated the up and down arrow buttons had a delayed response and noted a crack between the arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 4/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/27/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was torn and the tactile response of the keys was inconsistent. The keypad was removed to inspect the condition of the contacts and there were defects found. The investigation was able to duplicate the initial complaint about an unresponsive keypad. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.